Event description:
A healthcare professional (hcp) reported that the implantable neurostimulator (ins) will be returned for analysis due to the battery dying from early depletion on (B)(6) 2017. No parameters were given, and no patient symptoms were alleged. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found no significant anomaly analysis summary: product analysis (B)(4): analysis information (B)(4)2017 18:00:24 cst pli# 10 product ID# 37601 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) is functional; however the battery is not in new condition. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.